Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi product: pentaray nav high-density mapping eco catheter (us catalog # d128208, lot # unknown) carto 3 system (us catalog # unknown, serial # unknown). (B)(4).

Event description:
It was reported that a female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade. At the end of the procedure, a cardiac tamponade was detected. There is no information regarding interventions. Patient was reported to be in stable condition. Post-procedure, there were no additional complications. Patient was transferred to the intensive care unit (ICU). There is no information regarding extended hospitalization. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle and a st. Jude medical sl1 sheath. Generator was set on temperature control mode at 30 watts and 43 degrees celsius. There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Final ablation occurred 15 minutes prior to detecting the adverse event. Irrigated catheter flow was set at 17 ml/min while ablating at 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.